Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa) and was able to confirm and replicate the customer reported complaint. The instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.045" offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause has been attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy procedure, the "blade" of the force bipolar instrument came off. It was alleged that the force bipolar instrument got stuck in the port and couldn't be removed; it was removed along with the cannula and a fragment fell inside the patient. The fragment was retrieved during the same procedure.